Event description:
It was reported on (B)(6) 2025, that the customer was unable to complete the second site of a two site brevera procedure after the needle had already been inserted into the patient's breast and fired. It is reported that two cutting cycles were completed; however, no tissue samples were retrieved. It is reported that the needle began to leak followed by the display of a system error. Reporting indicates that the user removed the needle from the patient and after some adjustments, was eventually able to complete the set-up with another needle with no system errors displayed. However, the patient had to be rescheduled. No further information is available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.